Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Additional suspect medical device components involved in the event: model #: sc-2218-50t, serial #: (B)(4), description: trial linear st lead, 50cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision wherein the cervical leads were explanted and changed to peripheral leads. One of the new leads was replaced due to high impedance. Reprogramming was also done and the patient was doing great with significant pain reduction.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision wherein the cervical leads were explanted and changed to peripheral leads. The explanted lead had high impedance. Reprogramming was also done and the patient was doing great with significant pain reduction.